Event description:
It was reported the pt has a possible infection. It was also reported the pt has a fever and the implant site felt warm. Pt has started oral antibiotics.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.